Event description:
It was reported that 2 ext set hi-flow t-conn w/ll & 2ss experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: c25013e. Batch/lot #: 20087322. Will not flush when syringe is attached.

Manufacturer narrative:
H.6. Investigation: two samples were received for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. A cut off syringe tip was attached to the smartsites to visually inspect for a fluid path while the piston was in the activated position. A fluid path was observed for one set. One set failed to show a fluid path. A 10 ml syringe filled with water was attached to the smartsites and fluid was flushed through the extension sets. The set with an open fluid path was successfully primed. The set that failed to show a fluid path could not be primed. The customer complaint that the syringe will not flush when attached was verified. A device history record review for model c25013e lot number 20087322 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20087322 regarding item #c25013e.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 ext set hi-flow t-conn w/ll & 2ss experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: c25013e, batch/lot #: 20087322. Will not flush when syringe is attached.